Event description:
On (B)(6), 2010, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultra2 meter does not turn on. The complaint was classified based on the customer service representative (csr) documentation. The patient alleged that the issue began on (B)(6), 2010 at 7am. In addition to oral medication (type and dose unspecified), the patient stated she also manages her diabetes with diet and/or exercise; however, the patient denied taking any action in response to the alleged power issue. According to the csr's documentation, six hours after the alleged issue began, the patient experienced symptoms of headache and dizziness, obtained a reading of "385 mg/dl" with the doctor/ clinic's meter (during a doctor office visit), and was administered 20 units of insulin by a health care professional (hcp). At the time of troubleshooting, the csr confirmed the subject meter did not turn on with either the power button or test strip. The csr discovered the patient was using an expired vial of test strips, however, the patient informed the csr she obtained new vial, which she was going to begin using. The csr also noted that during troubleshooting the patient replaced the batteries in the subject meter and the alleged issue was resolved. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began and allegedly received medical intervention by an hcp.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.510(k) # is k053529.